Event description:
A malfunction was reported on the customer's pump, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it remained within normal range. The customer experienced at least three occurrences of the same malfunction but had not reset the pump within the last 24 hours. Technical support decided to send the customer a replacement pump with updated software, ensuring they understood the necessary procedures for storing and returning the faulty pump. Additionally, instructions for the steps required upon receiving the new pump were provided. The customer will continue to use the pump until the replacement pump arrives.